Manufacturer narrative:
(B)(4). Per DHR the product auto end05 ml, lot # 73f1600694 was manufactured on 07/05/2016 a total of 288 pieces. Lot was released on (B)(6) 2016. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
First 7 clips were fired and loaded to the applier properly. When the physician fired the 8th clip to ligate the branch of the left gastroepiploic artery, the clip was not loaded properly and it fell from the applier into the patient. The fallen clip was immediately removed and next clips were fired without a problem. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the outer tube is slightly bent. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clips fired. The device was disassembled to inspect the internal components. Upon disassembly, no further damages were found. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: a corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clips fell from applier" was not confirmed based upon the sample received. One device was returned. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Event description:
First 7 clips were fired and loaded to the applier properly. When the physician fired the 8th clip to ligate the branch of the left gastroepiploic artery, the clip was not loaded properly and it fell from the applier into the patient. The fallen clip was immediately removed and next clips were fired without a problem. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
First 7 clips were fired and loaded to the applier properly. When the physician fired the 8th clip to ligate the branch of the left gastroepiploic artery, the clip was not loaded properly and it fell from the applier into the patient. The fallen clip was immediately removed and next clips were fired without a problem. There was no patient injury.